Manufacturer narrative:
The technician found the ratchet rivets on the left side rail are broken. Per the hill-rom service manual, it is necessary for stretchers to have an effective maintenance program. We recommend that your do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The technician replaced the left side rail ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail will not stay raised. No patient injury reported.